Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the an ophthalmic operating system displayed an error message and lighting failure of the xenon lamp occurred after fifteen hours. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The lamp was replaced and returned for testing. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. An nonconformance investigation (nci) was opened and later determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The lamp was received for testing. Visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a system and tested. The lamp was found to pass and meet specifications in both ports. The reported event was not replicated. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).